Event description:
During implant procedure, the physician alleged that the lead changed shape and was not longer able to be used. The lead was discarded and a new lead was implanted successfully. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: the reported event of the lead ¿changed shape after an attempt to position the lead,¿ ¿the lead shape was deformed during positioning¿ and ¿the lead did not return to its original shape¿ was not confirmed. As received, a complete lead was returned in one piece. Double bend height measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.